Manufacturer narrative:
The customer¿s report of a leak was confirmed. No anomalies were observed during visual and magnified inspection. Functional and pressure testing was performed; a leak was observed as fluid flowed from under the maxzero component. Dimensional testing was performed on the maxzero component. The component was within specification. The root cause was not identified. However, the issue was found to be related to a supplier manufacturing issue.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17018080 is 10885403242083. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid leaked from the bonded maxzero on the extension set. There was no report of patient harm.